Event description:
During rf procedure the unit could not detect the thermal coupler and the case could not be completed, and the patient would have to reschedule. Or did not have any information regarding this case. Called the surgeons office on numerous occasions and no one was available to discuss this incident. No other information is available at this time.